Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Unique identifier (UDI) #: n/a. Concomitant medical products: pm555222, herbert pm compr rvs ha bp, lot 728920. 113648, comp primary stem 8mm std, lot 864660. 115323, comp rvsr shldr glnsp +3 41mm, lot 788010. 115370, comp rvs tray co 44mm, lot 448500. Ep-115397, e1 44-41 std +3 hmrl brg, lot 230960. 115386, comp rvs cntrl scr 6.5x50mm st, lot 269000. 180554, comp lk scr 3.5hex 4.75x35 st, lot 729380. 180554, comp lk scr 3.5hex 4.75x35 st, lot 932440. 180552, comp lk scr 3.5hex 4.75x25 st, lot 376810. 180556, comp lk scr 3.5hex 4.75x45 st, lot 620150. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 01170, 0001825034 - 2019 - 01172, 0001825034 - 2019 - 01173, 0001825034 - 2019 - 01174, 0001825034 - 2019 - 01176.

Event description:
It was reported that approximately 5 years post implantation, the patient has been indicated for a shoulder revision due to unknown reasons. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.